Event description:
The micro sagittal saw was sent for evaluation due to overheating. The event occurred during set-up; no patient involvement and no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.